Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The lot history record (lhr) could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of stroke is listed in the emboshield nav6 instructions for use, as a known potential patient effect associated with carotid procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a target lesion in the internal carotid artery. An emboshield nav6 embolic protection device was advanced to the target location without issue and the filter was deployed. Pre-dilatation was performed and the xact stent delivery system was advanced. Resistance was noted, due to the patient anatomy, and the device was removed. Additional balloon dilatation was performed. The xact stent delivery system was then able to cross to the target lesion and was deployed without issue. Approximately 30 seconds post stent deployment, the patient experienced a stroke. A stroke code was called. The devices were removed, and medication was administered. The patient recovered, with no remaining patient symptoms. No additional information was provided.